Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The patient reported becoming aware of filter tilt, fracture, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately eight months post implant. The patient also reported experiencing internal bleeding (noted as 6 pints removed from the lungs), atrial fibrillation (a-fib), blood clots, high blood pressure, shortness of breath, internal discomfort and anxiety related to the filter. Approximately six months post implant, the patient presented with shortness of breath. A computed tomography (CT) scan of the chest was performed for possible hemothorax, effusion and shortness of breath. Results of the scan noted a large right pleural effusion, scattered ground glass opacities in the peripheral left upper lobe, likely infectious pneumonitis and a trace left pleural effusion. Approximately one month later, the patient was again seen in the emergency room for complaints of shortness of breath and underwent a neck and chest CT indicated for a fall, altered level of awareness, back and chest pain. The scan found no acute fracture or dislocation of the cervical spine and no evidence of pneumothorax or pulmonary contusion, in addition to degenerative changes of the cervical spine with moderate central canal stenosis, and status post inferior vena cava (ivc) filter placement. Approximately eight months post implant, the patient was admitted to the hospital for a fall with acute alcohol intoxication and hypothermia. A single view of the abdomen was ordered for a history of frequent diarrhea and positive clostridium difficile. The radiological imaging reported no acute process and noted an ivc filter. Approximately three years and eleven months post implant, an abdominal CT was performed to evaluate the filter. The results noted the ivc filter within the cava, with mild angulation. Incidental findings included cholelithiasis, a fatty umbilical hernia, osteopenia, fecal retention and prominent para-aortic lower mediastinal lymph nodes. The indication for the filter implant, procedural details and patient medical history have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Anxiety, hypertension, pain and atrial fibrillation do not represent a device malfunction and may be related to underlying patient issues, specifically alcohol use. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages. About six months after the filter was implanted, the patient presented to the emergency room with shortness of breath. A computed tomography (CT) scan of the chest was performed indicated for hemothorax, effusion and shortness of breath. Results of the scan noted a large right pleural effusion, scattered ground glass opacities in the peripheral left upper lobe, likely infectious pneumonitis and a trace left pleural effusion. About a month later, the patient was again seen in the emergency room for complaints of shortness of breath and underwent a neck and chest CT indicated for a fall, altered level of awareness, back and chest pain. The scan found no acute fracture or dislocation of the cervical spine and no evidence of pneumothorax or pulmonary contusion, in addition to degenerative changes of the cervical spine with moderate central canal stenosis, and status post inferior vena cava (ivc) filter placement. Approximately eight months after the filter was implanted, the patient was admitted to the hospital for a fall with acute alcohol intoxication and hypothermia. A single view of the abdomen was ordered for a history of frequent diarrhea and positive clostridium difficile. The radiological imaging reported no acute process and noted an ivc filter. About three years and ten months post implant, an abdominal CT performed for filter evaluation noted the ivc filter within the cava, with mild angulation. Incidental findings included cholelithiasis, a fatty umbilical hernia, osteopenia, fecal retention and prominent para-aortic lower mediastinal lymph nodes. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, fracture, blood clots, clotting and occlusion of the ivc, becoming aware of these events approximately eight months after the filter implantation. The patient further experienced internal bleeding (noted as 6 pints removed from the lungs), atrial fibrillation (a-fib), blood clots, high blood pressure, shortness of breath, internal discomfort and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The patient reported becoming aware of filter tilt, fracture, blood clots, clotting and/or occlusion of the inferior vena cava (ivc), approximately eight months post implant. The patient also reported experiencing internal bleeding (noted as 6 pints removed from the lungs), atrial fibrillation (a-fib), blood clots, high blood pressure, shortness of breath, internal discomfort and anxiety related to the filter. Approximately six months post implant, the patient presented with shortness of breath. A computed tomography (CT) scan of the chest was performed for possible hemothorax, effusion and shortness of breath. Results of the scan noted a large right pleural effusion, scattered ground glass opacities in the peripheral left upper lobe, likely infectious pneumonitis and a trace left pleural effusion. Approximately one month later, the patient was again seen in the emergency room for complaints of shortness of breath and underwent a neck and chest CT indicated for a fall, altered level of awareness, back and chest pain. The scan found no acute fracture or dislocation of the cervical spine and no evidence of pneumothorax or pulmonary contusion, in addition to degenerative changes of the cervical spine with moderate central canal stenosis, and status post inferior vena cava (ivc) filter placement. Approximately eight months post implant, the patient was admitted to the hospital for a fall with acute alcohol intoxication and hypothermia. A single view of the abdomen was ordered for a history of frequent diarrhea and positive clostridium difficile. The radiological imaging reported no acute process and noted an ivc filter. Approximately three years and eleven months post implant, an abdominal CT was performed to evaluate the filter. The results noted the ivc filter within the cava, with mild angulation. Incidental findings included cholelithiasis, a fatty umbilical hernia, osteopenia, fecal retention and prominent para-aortic lower mediastinal lymph nodes. According to the implant record the indication for the filter implant was a history of atrial fibrillation and deep vein thrombosis. The filter was placed via the left femoral vein. A venogram showed normal venous anatomy, no central thrombus and the renal veins were identified. A permanent ivc filter was placed without complications. The procedure summary noted a patient with recurrent dvt, alcoholism, recurrent falls with injury, possible pulmonary embolism, and non-compliance was referred for permanent ivc filter placement. Additional information received from the patient contained the same previously reported events. However, the patient now reports becoming aware of the reported events approximately four years and seven months post implant. There is currently no additional information available for review.. He product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and vessel characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Anxiety, hypertension, pain and atrial fibrillation do not represent a device malfunction and may be related to underlying patient issues, specifically alcohol use. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis (dvt), alcoholism, recurrent falls with injury, possible pulmonary embolism (pe) and non-compliance. The indication for filter placement was atrial fibrillation and deep vein thrombosis (dvt). A venogram showed normal venous anatomy, no central thrombus and the renal veins were identified. The filter was deployed via the patient's left femoral vein. The filter was placed with no complications noted.   A second patient profile form (ppf) was received. It contained the same previously reported events. However, according to the amended ppf the patient became aware of the reported events approximately four years and seven months after the index procedure.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Without imaging available for review the event could not be confirmed nor a cause attributed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to physical and emotional damages from tilting of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering, loss of enjoyment of life, distress and other damages.